Manufacturer narrative:
One device was received for evaluation. Functional testing was unable to duplicate the reported problem. The event history log revealed a 'high pressure' alarm and a 'no disposable' alarm. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited flow rate error. The fault occurred during infusion. There was a patient involvement, no patient injury was reported.